Manufacturer narrative:
No product was returned for evaluation. Without the return of the product, it is not possible to determine if damages or defects existed on the product, nor could a root cause or potential contributing factors be identified. The lot number for this device was not supplied; therefore, further review of the related manufacturing records could not be performed. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
As per literature review, of the article goncin, u., et al., comparison of the clearsight finger cuff monitor versus invasive arterial blood pressure measurement in elective cardiac surgery patients: a prospective observational study. Canadian journal of anesthesia/journal canadien d'anesthesie, 2024: p. 1-10., following complaint was identified during use of clearsight finger cuff: the mean difference between the clearsight finger cuff and invasive measurements was 8.7 mm hg, indicating that the clearsight finger cuff tends to read higher values for systolic blood pressure(sbp) compared to the invasive method. In addition, regarding diastolic blood pressure(dbp) values, the mean difference was -2.2 mm hg, suggesting that the clearsight finger cuff tends to read lower values for dbp compared to the invasive method. Furthermore, there was a significant difference between the mean arterial line measurements (5.6 [4.1] min) and clearsight blood pressure monitor measurements (1.7 [0.6] min).

Manufacturer narrative:
Based on available information, and since no product sample nor objective evidence was provided for investigation, a definite root cause is unable to be determined. There are manufacturing controls to avoid potential causes related to the reported malfunction. All events will continue to be reviewed and monitored.